Manufacturer narrative:
Initial reporter phone #: unknown investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after blood collection it was discovered that there was a low draw with a bd preset¿ arterial blood collection syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: after collecting blood, the arterial blood did not reach the test requirement scale.